Manufacturer narrative:
Pump received with intermittent down arrow button response due to flattened button dome switch. No button error alarm or unexpected numbers scrolling/ramping during testing. No moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was sticking. The customer stated that the insulin pump had recently been exposed to sweat and water. Blood glucose level at the time of the incident was 197 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.